Event description:
It was reported the patient received the following results on (B)(6) 2019 within 10 minutes: 189 mg/dl and 35 mg/dl. And on (B)(6) 2019 the patient received the following results within 10 minutes: 323 mg/dl, 97 mg/dl, and 98 mg/dl.